Manufacturer narrative:
(B)(4).

Event description:
Covidien received information stating that an 840 ventilator had an inoperable graphical user interface (gui) display while in use on a patient. The patient was removed from the ventilator and placed on a second ventilator. The patient was not harmed or injured as a result of the event.